Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hardware low level failures. The customer's blood glucose was unknown at the time of the incident. No further details provided. Product will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump error alarm (variable 9) confirmed in the insulin pump history due to software error. Unit was received with cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay texture damage and minor scratches on lcd window.